Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced implant touching iris. Severity noted as severe. Event is noted as resolved without sequelae. Treatment is noted as scheduled xen removal.